Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be confirmed from the films provided. Pre-implant still images revealed that the patient had a short and conical shaped proximal neck which was also acutely angulated in the left-right axis. Images during implant noted that the bifurcate was deployed ~5mm below the renal arteries, near the mid-length of the short neck, and a proximal type I endoleak was observed. Multiple endoanchors were then seen having been deployed which reduced the intensity of the type ia endoleak, followed by placement of an aortic cuff with chimney stenting of the right renal artery. This additional proximal purchase with endoanchors appeared to have substantially reduced the level of the proximal type I endoleak. It is possible that the cause of the proximal type I endoleak was due to implanting lower than intended into the patient¿s short, conical, and angulated proximal neck. The cause of the reported event occurring during deployment of the seventh aptus endoanchors could not be determined. Images during endoanchor deployment were not seen in the films provided.report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 6.8 cm in diameter abdominal aortic aneurysm. It was reported that after the endurant stent grafts were implanted there was a proximal type I endoleak. The physician elected to use aptus endoanchors; however after deploying six aptus endoanchors in the attempt to deploy the seventh aptus endoanchors the hg-guide was non-functioning as it was not possible to deflect the hg-guide catheter. The hg-guide was deflected 90 degree and sometimes angulated more during the implantation of the aptus endoanchors. The hg-guide was removed and a second hg-guide was used to implant aptus endoanchors. The proximal type I endoleak was not resolved. The physician elected to implant an endurant aortic cuff along with the chimney technique on the right side, but again the proximal type I endoleak has not been resolved. The physician positioned 3 aptus endoanchors within the endurant aortic cuff and this has greatly improved the event by reducing the proximal type I endoleak, however the proximal type I endoleak was not resolved. Per the physician, the cause of the events cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.